Event description:
The customer stated he was hospitalized for high blood glucose levels between 800 and 900 mg/dl. The customer was wearing the insulin pump at the time and he felt that it was not delivering insulin. The customer also stated the insulin pump gave a low batter alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.